Manufacturer narrative:
The scope subject of the event was placed into the automated endoscope reprocessor (aer) to be processed following completion of manual cleaning. The aer provides high-level disinfection to two scopes at a time, and while waiting for a second scope to be loaded, the first scope was incorrectly removed from the aer, tagged for release, and hung in the "ready for use" cabinet. The sterile processing department (spd) employee that retrieved the scope and tagged it for release failed to perform the verification activities defined in the standard operating procedures. Following each processing cycle, the aer prints out a cycle tape indicating the parameters of the processing cycle. This cycle tape is verified and attached to the supporting documentation that accompanies each scope. Only after this verification is the release tag to be applied and the scope hung in the cabinet. The spd staff has been re-trained on the importance of verifying that all processing steps have been completed prior to releasing devices. No additional issues have been reported.

Event description:
The user facility reported that a scope was released without being high-level disinfected and was subsequently utilized in a patient procedure. The scope was manually cleaned per the manufacturer's instructions. The facility followed their protocol and notified the patient of the event. No adverse effects have been reported.